Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that, in the past year, high out-of-range impedance measurements had occurred on this left ventricular (lv) lead. This resulted in a lead safety switch on the associated device. The patient was seen in-clinic and the device was programmed back to bipolar. Impedance measurements are back within normal limits. Boston scientific technical services (ts) discussed device evaluation methods and potential options for follow up. No adverse patient effects were reported. This lead remains in service.